Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit passed the displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The connector was inspected and properly connected. Unit received cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was frequently no or intermittent response from all the buttons. The customer¿s blood glucose level was 134 mg/dl. Troubleshooting was performed but the buttons were still unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.